Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022 , the patient was treated with one 6.0 x 150mm biomimics 3d (bm3d) stent to treat a restenotic lesion of the superficial femoral artery (sfa) middle third in the left leg. A retrograde approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The lesion was also post-dilated with pta. The site reported that on (B)(6) 2022 , a restenosis of the treated segment (target lesion) was identified. The patient attended clinic complaining of recurrent claudication symptoms with ischemic rest pain in the left leg on the (B)(6) 2022 . An ultrasound on (B)(6) 2022 revealed patent stents but with some areas of in-stent restenosis and it was thought she may have distal embolization based on the findings. A left leg angiogram was completed on (B)(6) 2022 which revealed diffuse areas of high-grade in-stent restenosis. In the distal sfa and proximal popliteal artery there were multiple areas of high-grade stenosis of up to 90% with slow flow and surrounding collaterals. A stent (brand unknown) was noted in the above-knee popliteal artery which showed diffuse in-stent restenosis as well. The intervention on (B)(6) 2022 consisted of pta/standard balloon angioplasty and laser atherectomy in the sfa middle third to proximal popliteal arterial segment and was reported as a target lesion and target vessel revascularisation (tlr/tvr). Both stents (the proximal stent implanted in the sfa middle third was the bm3d study stent and the more distal popliteal stent) then appeared patent however there continued to be residual stenosis of 80-90% in the area between the stents which was treated with a bm3d 6x125mm stent overlapped with the proximal and distal stents. On completion, the arteriogram showed brisk flow through the entire treated area with nicely preserved outflow. The restenosis was reported as possibly related to the device and not related to the procedure. It was target lesion related. The device remains implanted. The event is reported as resolved.